Manufacturer narrative:
Date rec'd by MFR: 20mar2019. The manufacturer's international service technician confirmed the reported problem. The manufacturer's international service technician replaced the power switch overlay to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer contacted technical support (ts) stating that unit had a faulty light emitting diode (led) indicator. The customer reported there was no patient involvement. Event date not specified, estimate used.